Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has confirmed that the white and orange cable was damaged or kinked by the connector. The root cause for damaged cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.